Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that the fill tubing sequence started "on its own" with out customer interaction. Customer's blood glucose level was 159 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.